Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to viral infection and low blood glucose. The glucose reading at time of call was 49 mg/dl. It was stated that the customer was not feeling well. The customer's most recent glucose reading was 122 mg/dl, and he was treated with food, but has not kept the food down. Troubleshooting was performed. Reviewed the priming technique and found that the customer was not connected to the tubing while priming. The programming, time, and date were correct. It was stated that the reservoir was showing the same amount of insulin that status screen shows. No further info was provided.